Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen at their dentist for pain in their lower back tooth. Their dentist informed them that this could be caused by their bite being off. Patient did mention that the retainer is always tight at night, then in the morning their bite feels off. Advised patient that it is not recommended to back track to lower aligner from lower retainer. Requested bite video to evaluate bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.